Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no ramping numbers or scroll bar moving with no input. There was no moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 164 mg/dl at the time of incident. The customer's mother stated that the customer jumped in the pool with the pump on. She stated that the pump looked fine but the numbers were scrolling and the scroll bar was moving with no input. She was advised to disconnect from the insulin pump and revert to back-up plan. She was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.